Event description:
A company representative reported that a patient was revised approximately two years post-operatively to address a fractured pyrenees plate, a fractured and migrated pyrenees constrained self-starting screw, a migrated pyrenees constrained self starting screw, and two migrated tritanium c cages. This report captures the pyrenees plate.

Manufacturer narrative:
Additional data: d1, d4, d9, g4, h3, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.